Event description:
It was reported the menu screen is unreadable. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of electrical specification. Analysis also found the upper case, lower case, one bail cover, lead flex cover, and battery drawer are broken. Lower case, lcd, and main pcb (printed circuit board) are corroded. Battery contacts are compressed, keyboard is scratched, and serial number label is damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.